Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer obtained another meter at the pharmacy. Left old replacement at the pharmacy. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer initially reported complaint for e-3 error; used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strip was inserted. Customer called in with wife's assistance. Customer also reported complaint for high results. The customer is concerned with test results from results obtained of 333mg/dl . The customer's expected fasting blood glucose test result range is 126 - 145 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(4) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/16/2018 and open vial date is 08/24/2017. The meter memory was reviewed for previous test result history (customer had only obtained one result): 333mg/dl, (B)(6) 2017, 12:27 pm ,fasting: yes. Memory concerns: 333mg/dl. Customer called in with his wife's assistance and states that his meter is reading high for him. Wife states customer is not diabetic just monitoring.